Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). S/w 2.9d. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. Pump was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. Unit then was programmed and monitored basal profiles. All basal profiles delivered properly. No bolus anomaly noted. Unit received with cracked retainer.

Event description:
Medtronic received information that no communication (unresolved) occurred. There was no adverse impact or consequence reported as a result of this event.